Event description:
Customer reported a physicists discrepancy: output dosage high in high boost mode. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed an ma and filament calibration. System operates as intended.